Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's father did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device has not been received. However, the transmiter(648fc) has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. The data log was provided by the patient. The data was reviewed on 03/04/2015 and confirmed the reported event of inaccurate bg values.

Manufacturer narrative:
(B)(4). The complaint sensor device was not returned to dexcom. The receiver device(9438-01/(B)(4)), used with the complaint sensor device, was returned on (B)(4) 2015. The returned complaint transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccurate blood glucose values could not be confirmed.